Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A two-year search of the complaint database found no additional reports for this issue for both provided product codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During surgery, molds were made after rasping to a size 3. While trying to remove the mold, it had broken off some cement that remained in the mold. Surgeon opted to make another mold but the second mold would not fit into the patient's femur. Doctor felt that the mold was bigger than the rasp. A third mold was made, this time a size 2 although rasping was done to a size 3. The mold then fit inside the patient's femur. This had delayed surgery by 1 hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.